Event description:
See initial report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to replace the affected device. The service representative confirmed the replacement.

Event description:
See initial.

Manufacturer narrative:
The affected part was returned to livanova deutschland for a detailed investigation. The investigator could reproduce the reported issue. The root cause of the loose encoder has been traced back to a tightening torque not suitable for permanently ensuring the strength of the screw connection of encoder and front panel material. Corrective actions are in progress for this issue.

Manufacturer narrative:
An increasing trend has been identified for loose shaft encoder issue on centrifugal pump 5 (cp5). This triggered a detailed investigation which revealed that in case of loose shaft encoder on cp5 system the control of the pump speed is not impacted. Indeed, the shaft angle encoder movements are limited by mechanical constraint of the housing/circuit boards. A loose shaft encoder will only result in less than 0,5 seconds of unresponsiveness which is the time needed by the encoder to reach the housing. Thus, the pump speed can still be controlled by the user through the knob. Based on the above the reported event has been re-assessed as non reportable.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5. The incident occurred in (B)(6). Livanova (B)(4) identified an increase number of manufacturing reports related to tightening torque issue regarding the rotary encoder of the centrifugal pump 5. Livanova (B)(4) performed an investigation which revealed that tightening torque of the tool, with which the screw nut is fixed, is insufficient. There is a possibility that the rotary encoder loosens when the rotary knob is turned. All devices on stock were reworked and a new tightening torque was specified. Only one device impacted is currently distributed in the field. Technical service have been requested to replace the affected pump.

Event description:
Livanova (B)(4) identified that a new rotary encoder of a centrifugal pump 5 (cp5), which has been newly introduced in the livanova deutschland electronic department, could become lose. The reported issue could cause that the rotary encoder loosens when the rotary knob is turned and the device cannot be controlled anymore. Only one device is affected and distributed. There was no patient involvement.